Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system with the shelf box, pouch and carrier tube (hoop). There was contrast in the inflation lumen and blood in the guide wire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. The shaft was kinked 11.75cm from the distal tip. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. A 2.75x32mm liberte bare stent delivery system (sds) was advanced to the mid right coronary artery (rca). It was noted that the stent dislodged from the sds before it was expanded; however, the physician was still able to implant the stent in an unspecified location. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable. Additional information was requested and is not available.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. A 2.75x32mm liberte bare stent delivery system (sds) was advanced to the mid right coronary artery (rca). It was noted that the stent dislodged from the sds before it was expanded; however, the physician was still able to implant the stent in an unspecified location. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).